Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed that a cut was made to detach the packing from the pattern and this cut was made on the seal generating an opening. Also, there was the complete opening of the envelope and it was noted that on the inside, the seal¿s white imprint remained on the entire periphery, including the area where the cut was made showing the remains of the seal. As a result, the reported condition was verified. The cause of the condition could not be determined. Fourteen (14) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sealed sterile packaging containing a minicap was damaged which resulted in an open seal. The unsealed minicap packaging was discovered before use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.